Event description:
It was reported to covidien on 11/26/2008 that a customer had a problem with a prep razor. The customer stated that the end user sliced her thumb and two additional fingers pulling the cap off the razor.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.